Event description:
Pt presented in ed with chest pain - was put on IV ns 1000cc at 24 hr rate and transferred to ICU with ruleout ami diagnosis. Approx 3 hrs after IV started, entire 1000 cc was found to have been infused. Pt developed pulmonary edema and lasix 20 mg IV now administered. Congestion cleared within 24 hrs. Suspect operator did not close roller clamp.